Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced inadequate stimulation of his back. The patient does have adequate stimulation in both his legs. The patient's pain is low back and bilateral leg pain. Fluoroscopy images indicated the lead appeared to have migrated. The sjm representative met with the patient and reprogramming was unsuccessful. X-rays were to be taken to confirm lead migration. The sjm representative is to meet with the patient at a later date for further reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.